Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated a reboot occurred on (B)(6) 2011 due to unacknowledged "replace battery" alarms, and that a used battery was installed afterwards. Evaluation revealed no physical damage to the battery cap or battery compartment. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. The pump was exercised for 24 hours with no rebooting occurring. Investigation concluded that use error in inadequate response to "replace battery" alarms caused the reported power issue.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had a power issue and would not turn on. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue. However, there is no evidence that patient suffered a serious injury because of the alleged issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.